Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software error. Two programmers were used, and both exhibited the issue. The patient also sent a remote transmission in which the same longevity estimate issue was noted. The programmers and remote network remain in use. No patient complications have been reported as a result of this event.